Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Nsvt contributed to the false detection. The response buttons were not pressed during the event. No injuries were reported as a result of the event. The patient was in the hospital and continued use of the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor was returned and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.